Event description:
The manufacturer received information alleging a ventilator inoperative, obstruction and ventilator service required alarm occurred on a trilogy evo ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the ventilator inoperative, obstruction and ventilator service required alarm were not duplicated by operational checking. During the evaluation critical error codes in relation to (both the outlet and monitor pressure sensor failed) and (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) were recorded in the device event log. There was no abnormality confirmed during the functional testing of the device. In conclusion, the system board and flow sensor were replaced to prevent recurrence. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.